Manufacturer narrative:
Sorin group (B)(4) manufactures the brat 2 procedure set. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a user medwatch report (mw5033933) reporting that the bowl of the brat 2 procedure set leaked blood during an autotransfusion procedure. There was no report of pt injury.